Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument, and replaced the tip plunger, tip clamp and lld spring on position #10. The instrument was tested without further problem and was returned to expected operation.